Event description:
During a follow-up the physician noted several episodes in the vf zone without shock. The present of noise on the ventricular channel was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.